Event description:
It was reported the operating surgeon ¿noticed that there was a rough edge/scratch/blemish on the silicone coating on one small section of the lead¿ when the lead was on the surgery table and was about to be implanted. The lead was replaced at that time as a result of the event. There was no patient involvement with the event and ¿no impact to the patient¿ from the lead being ¿never implanted.¿ the lead was discarded and would not be returned for analysis. There were ¿no issues¿ experienced with the replacement lead. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).